Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was having pain and swelling in the knee. Patient had a revision surgery on (B)(6) 2018 to check the components, and all were solid. A larger insert was implanted. Patient continued to have pain, so surgeon is suspicious of an infection. In the revision on (B)(6) 2019, loosening of the tibial and patella component at cement to implant interface. Depuy cement was used. All implants were removed and antibiotic spacers were implanted doi: (B)(6) 2018 (femoral, insert, tray); unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.